Event description:
The customer reported that the wash station in the robotic handler leaked fluid and the dilution cup overflowed on the ortho provue analyzer. The customer indicated that contamination of reagents and sample occurred. The customer aborted testing and discontinued the use of the instrument. Erroneous test results were not reported. Fluid leak may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the leakage was a result of a cracked wash station. Replacement of the appropriate components has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (6).